Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a baxter-employed nurse from (B)(4) of peritonitis in a patient coincident with dianeal pd2 ultrabag therapy for peritoneal dialysis (pd). At the time of this report, dianeal pd2 ultrabag therapy was ongoing. On (B)(6) 2012, the patient experienced peritonitis which did not require hospitalization. On an unreported date, the patient began remedial therapy with fortum (2gm, daily, route not reported) and vancomycin (2 gm, every fifth day, route not reported). The cause of the peritonitis was unknown.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. The cause of the reported condition of peritonitis is undetermined.

Manufacturer narrative:
(B)(4). Follow up information was provided by a nurse on (B)(6) 2012: on (B)(6) 2012, the patient experienced peritonitis. On an unreported date, the patient required hospitalization (previously reported that hospitalization was not required). The event was not confirmed. The cause of the peritonitis was no device malfunction or use error identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.